Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. The incident occurred during patient therapy. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B)(4). The device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that during an acl/meniscal repair case, an unsecured implant remained on the back side of the meniscus. The reporter stated the first implant went in fine but as the surgeon pulled back on the device (trocar) to insert the second implant, the suture was cut prematurely. Another of the same device was used to successfully complete the case; the outcome was not compromised. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, a doctor reported that a patient lost a sybronpro xrt implant, possibly due to not having enough bone, approximately one (1) month after placement. This is the second of two reports.

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation number associated with this report, mdq-CAPA-(B)(4).